Manufacturer narrative:
The product pertaining to this claim was discarded in or. Evaluation: a lot number search was performed for similar complaints within the search and there were no similar complaints. Conclusions: no conclusion can be drawn. Based on the complaint history and work order search, a specific root cause of the event could not be determined at this time.

Event description:
The reporter stated that the surgeon was inserting a collamer lens using a cq cartridge and the tip of the cartridge split. There was no damage to the lens or patient. The lens was left in the patient's eye. The reporter stated that it was due to the cartridge. No patient injury.